Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21505474/2104264.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith efforts.